Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported dislocation was confirmed by review of photo, but infection could not be confirmed. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined; however, it is noted that the patient is a rancher who never stopped working which may have contributed to his issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115320, comp rvrs shldr glnsp std 41mm, 600250. Pm555567, sorensen lt pm mini glen, 082640. The 115396, comp rvs cntrl 6.5x30mm st/rst, 114200. The 115397, comp rvs cntrl 6.5x35mm st/rst, 366060. The 180561, comp nlk scr 3.5hex 4.75x35 st, 203360. The 180560, comp nlk scr 3.5hex 4.75x30 st, 309190. The 115370, comp rvs tray co 44mm, 935350. The 180559, comp nlk scr 3.5hex 4.75x25 st, 919750. The 118001, versa-dial/comp ti std taper, 323570. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03401.

Event description:
It was reported that a patient underwent a revision surgery. Subsequently, for unknown reasons, the patient has experienced a dislocation as well as penetration of the skin by the implant. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a reverse shoulder revision surgery. Photographs were received showing patient dislocated and there was perforation of the skin by the implant. Patient's shoulder was infected, and devices were revised. Currently, the patient has an antibiotic spacer in place awaiting a custom replacement piece for revision. No further information is currently available.

Manufacturer narrative:
Concomitant medical products: part # cp561425, cust 15cm cps/mos interc, lot # 991960 part # 211218, compr srs prox bdy - lg , lot # 539740 part # 115370, comp rvs tray co 44mm, lot 935350 part # 115320, comp rvrs shldr glnsp std 41mm, lot # 600250 part # cp111044, cps cust short 10mm anchor plg, lot # 763280 part # 178525, cps transverse pin 6pk 24mm, lot # 094450 part # 178526, cps transverse pin 6pk 28mm, lot # 823250 part # cp112306, custom short cps spindle, lot # 377880 part # 178512, cps nut co-cr-mo alloy, lot # 606520 part # cp111171, cps tib spindle 600lb wash set, lot # 384810 part # cp110351, compress 4 bolt concentrc clmp, lot # 365670. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a reverse shoulder revision surgery. Subsequently, the patient experienced dislocation and perforation of the skin by the implant approximately two (2) years post-implantation. Patient's shoulder was infected, and devices were revised. Currently, the patient has a temporary spacer in place, awaiting a custom replacement piece for revision. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.